Event description:
It was reported that the hub separated during use and needle was exposed, was unable to use safety mechanism with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: it was reported that the housing part came off and exposed the used needle with no safety mechanism when the push button was activated to retract the needle.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub separated during use and needle was exposed, was unable to use safety mechanism with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: it was reported that the housing part came off and exposed the used needle with no safety mechanism when the push button was activated to retract the needle.